Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance and difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified proximal circumflex artery. A balance heavyweight guide wire was being advanced to the lesion but met resistance and could not cross. Resistance was also noted during retraction of the guide wire, and when it was removed the coils were noted to be separated. The separated coils were pulled out with the entire guide wire; nothing was left in the patient. The procedure was completed with a non-abbott guide wire. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.